Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The distributor indicated that there was no alleged failure of the device to perform as intended by the health care provider in the complaint report. No product was returned for evaluation as it is reported the devices remained implanted. No x-rays, scans, photos, or physician reports were provided. Due to the aforementioned reasons, the complaint is non-verifiable. The most likely underlying cause of the complaint could not be determined as the product was not returned and the complaint could not be verified. There are no indications of manufacturing defects. This report was submitted late as it was part of a retrospective review based on enhancements made to our reporting policies. Report four of five for the same event, reference reports 0001032347-2017-00138 through 0001032347-2017-00142.

Event description:
It was reported an operation was conducted on (B)(6) 2015, in which plates and screws were implanted. When the patient turned over in bed, he felt physical disorder. On (B)(6) 2016, breast bone divarication was found. There was no strong pain and due to the patient's cardiac function, a revision was not conducted.